Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. C03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, hypertension, arthritis, anxiety, depression and benign ovarian cyst. Concurrent conditions included gout, back pain, abdominal pain, splenomegaly, cholelithiasis, vaginal bleeding, morbid obesity, tension headaches, hypertension and uterine bleeding. In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes:couldn't control bladder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain female") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, headache, fatigue, pelvic pain and vulvovaginal pain outcome was unknown, the genital haemorrhage, nausea, dysmenorrhoea and dyspareunia had resolved and the urinary incontinence and migraine was resolving. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary incontinence and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted :date of removal: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: a uterus and cervix witt1 both attached adnexa. The endometrium is 0.3 cm thick. There are no polyps, two full thickness sections of fundus in cassette a and b. The cervix is 3.5 x 3.3 cm. There is focal erosion of ectocervix about 1 cm from the cervical as. The endocervical canal is unremarkable. The adnexa consist of both tubes and ovaries. The tubes are of normal length and caliber and are up to 6 cm long and 0.5cm in diameter, and include the fimbriated extremities. The right ovary is 3.2 x 2.8 x 2.4 cm. The capsule is tact on sectioning. There is a 2.5 cm diameter cyst with fluid in the lining. The cyst is filled with clear fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, hypertension, arthritis, anxiety, depression and benign ovarian cyst. Concurrent conditions included gout, back pain, abdominal pain, splenomegaly, cholelithiasis, vaginal bleeding, morbid obesity, tension headaches, hypertension and uterine bleeding. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 day after insertion of essure. In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes: could not control bladder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain female") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, headache, fatigue, pelvic pain and vulvovaginal pain outcome was unknown, the genital haemorrhage, nausea, dysmenorrhoea and dyspareunia had resolved and the urinary incontinence and migraine was resolving. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary incontinence and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: a uterus and cervix witt1 both attached adnexa. The endometrium is 0.3 cm thick. There are no polyps, two full thickness sections of fundus in cassette a and b. The cervix is 3.5 x 3.3 cm. There is focal erosion of ectocervix about 1 cm from the cervical as. The endocervical canal is unremarkable. The adnexa consist of both tubes and ovaries. The tubes are of normal length and caliber and are up to 6 cm long and 0.5cm in diameter, and include the fimbriated extremities. The right ovary is 3.2 x 2.8 x 2.4 cm. The capsule is tact on sectioning. There is a 2.5 cm diameter cyst with fluid in the lining. The cyst is filled with clear fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury nos were updated to abnormal bleeding (general).new events : bladder or urinary problems or changes, migraines / headaches, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic , vaginal , fatigue were added. Event outcome were updated : pain during sex,abnormal bleeding ,bladder control, cramping, migraine, nausea. Medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.